Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one piece of the c-ring on the hemopro broke off in the patient's leg. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital returned the device for investigation.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the c-ring was broken in half and was dislodged with the scope wash tubing. Upon evaluation of the c-ring assembly under a microscope, the c-ring appeared melted and burnt near the center of the component, which is consistent with the application of heat from the hemopro tool. Based upon the evaluation results, the reported complaint was confirmed for the c-ring break. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).